Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple cartridges were loaded; however, the issue was not resolved. Customer¿s blood glucose level was within range (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.